Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon started screwing the plunger of the delivery system pcb00 to inject the intraocular lens (iol) into the patient's eye, but the lens did not come out of the cartridge. Reportedly, there was patient contact with both the cartridge tip and the lens. Another lens was used instead. There was no patient injury and there was no incision enlargement. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/08/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system model pcb00 was returned to the manufacturer for evaluation. Visual inspection using magnification showed that the pushrod was in advanced position. Residue of viscoelastic material was observed on the cartridge. No damage was observed in the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tip section. The condition of the returned sample is consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint was verified. Based on the analysis of the product returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed one additional investigation request for this production order. Product deficiency was not identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.